Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that they did not know if the system was no longer functional or if there was an issue with programming. The manufacturing representative has not met with the patient. No symptoms were reported. The manufacturing representative did not know if there was an issue yet. The rep additionally reported that three years ago the patient¿s system stopped functioning. The transmitter was no longer functioning. The patient experienced loss of stimulation. The rep attempted to use several external batteries and antenna to attempt to test impedance and programming on 2016-feb-16. The rep was unable to successfully demonstrate integrity of the system so the decision was made to test intraoperatively the following day. Testing of impedance using an extension and mutli lead trialing cable (mltc) was performed. The transmitter was removed and impedance of remaining system components was tested using the mltc. Three of the fours contacts were functional on existing implanted lead and mapping showed they still covered the patient¿s pain. A new implantable neurostimulator (ins) was then implanted successfully using the patient¿s existing lead and extension. The cause was unknown, likely the age. The transmitter was originally implanted in 1996. The issue has been resolved.